Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the stent protector partially covering the stent and balloon. The stent protector could be removed with no unusual friction. The stent is displaced on the balloon by about 23 mm in distal direction and deformed in its distal portion (i.e. Few struts are bent). Stent imprints are visible in the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation the stent dislodged from the balloon.